Event description:
Patient reported "pain and capsular fibrosis". Later the patient reported "capsular fibrosis grade 3/4" and "the pain radiates into my arms, so that I can hardly lift anything". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Capsular contracture, Baker grade III/IV.¿This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.¿